Manufacturer narrative:
Investigation: visual inspection: no abnormalities were detected during the visual inspection. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 16.80 cmh2o. This is within the specified tolerance of 16 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be not adjustable to specifications. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, deposits were found in the progav 2.0. Results: we would like to point out that an adjustment and permeability test were already performed by the sender. Based on our investigation results, we can identify a non- adjustability of the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(6) gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 valve (part # fx410t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed the valve was not able to be adjusted. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 85 centimeters (cm), weight: (B)(6), gender: male.